Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had a generator replacement surgery due to battery depletion. During the surgery, the new generator being implanted was able to be interrogated in the packaging and everything was functioning normally. When the generator was brought into the sterile field and placed, it would not register at all on the wand and tablet. He said they tried a wired connection and removed all the lights in the operating room to reduce possible source of electro-magnetic interference. He confirmed that electrocautery or electric static discharge were not used. He power cycled the wand and tablet, and generator would not interrogated. He said the tablet and the wand connected fine, but the battery would not register at all on the tablet. He said they ended up using the backup to replace the patient because troubleshooting was unsuccessful. Representative later confirmed he would be sending back the suspect generator for analysis. The battery was going to be used in the replacement but when we interrogated the battery once it was connected to the lead. The battery would not connect and we could not interrogate it. There was no electrocautery used during the replacement of the battery. Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The suspect product has been received by manufacturer. Product analysis has not been completed to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
B5. Corrected description of event, initial report: inadvertently left out information regarding additional troubleshooting steps.

Event description:
The representative present at surgery confirmed that they placed the wand less than 1 inch from the battery and we did try different angles.

Event description:
Generator analysis was completed. The generator was explanted and returned due to failure to program. The pulse generator was interrogated at multiple orientations adjacent to the programming wand. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. Upon interrogation in product analysis, therapy was disabled due to end of service pulse disabled. Therapy was able to be re-enabled and battery was within normal limits. The generator also experienced a reboot due to brown out reset on the day of surgery. This would indicate that the generator was probably in a high current state. Burn marks were observed on the pulse generator case, which further indicate that the pulse generator was exposed to an electro-cautery tool. This would have caused the generator to pulse disable temporarily and caused the failure to program as well.